Manufacturer narrative:
Product ID 3889-28, lot# v876556, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that the patient had not seen the doctor as the device did not work and the patient had it off now and wanted it removed. It was unknown if the patient might like to see the doctor to discuss options with the device. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.